Event description:
The customer reported receiving an unexpected negative reactions on 2_cell screen on the galileo. A patient sample came out as positive on the 2_cell screen, and was identified as an anti-s by another facility. A samples collected several days later tested negative.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention capture-r ready screen (crrs)(I and ii), lots x281 and x286. These lots were used by the cusotmer at the time of the event. Reactivity of the s antigen was also confirmed on returned crrs (I and ii), lot x286. The customer's returned sample exhibited 4+ (gross) hemolysis. Manual capture testing was performed with the customer's sample using returned and retention crrs (I and ii), lot x286. The sample was negative in all testing. Hemagglutination tube testing was performed with the customer's sample using selected (s+s-, s+s+, and s-s+) cells from retention panocell-20, with immuadd as potentiator. The sample was nonreactive with all cells.